Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon occurred due to limit switch harness failure. However, the cause of limit switch harness failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, corrosion was noted on the video connector receiving contact and the light connector had wear. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the video system was running out of battery. Upon inspection of the customer¿s returned device it was observed, the device exhibited ¿lamp position error" on the b side lamp due to limit switch harness failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.